Event description:
It was reported that after the surgery was completed, the surgeon found that the spatula tip had melted.

Manufacturer narrative:
Additional information will be provided once investigation is completed.